Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the introducer hemostasis valve was not present. Blood was observed on the delivery system introducer sheath. Blood was observed on the delivery system introducer flush port valve. Blood was observed on the delivery system introducer flush tube. Blood was observed on the delivery system introducer dilator. Blood was observed on the delivery system introducer proximal seal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) introducer valve was leaking. The procedure was completed using the introducer due to patient anatomy. No patient complications have been reported as a result of this event.